Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the modular cable being disconnected could not be confirmed. The patient's aid found the modular cable disconnected on (B)(6) 2025. The modular cable was reconnected to the system, and a self-test was performed on the system controller without any issues. Log files submitted were unremarkable, no irregular alarms were active throughout the log files. The reported event date 23mar2025 could not be reviewed as the log files only contained data from 28mar2025 - 08apr2025. No product was returned for further analysis as the system controller remains in use. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause of the reported event could not be determined off the information provided. The device history record for the system controller (serial number (B)(6) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve driveline disconnect alarms. The heartmate 3 instruction for use section 2, entitled ¿system operations¿, instructs the user to reconnect the driveline if it ever becomes disconnected as otherwise the pump will stop. This section also instructs the user on the proper procedure for exchanging their driveline. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient's aid found the modular cable had disconnected on (B)(6) 2025, and it was reconnected. It is unknown how the disconnection occurred. The connection was found to be secure, and all parts of the modular cable and connections appeared intact. A self-test was performed and passed, and the modular cable would not be exchanged. Log files were submitted for review, but the system controller's event log had been overwritten with new events, and did not show any data from (B)(6) 2025. No unusual events were found, and the ventricular assist device (vad) and peripheral equipment appeared to be functioning as intended.